Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, an alert was received indicating over current detection (ocd). The right ventricular lead was explanted and replaced to resolve the event. During the explant procedure, externalized conductors were observed on the lead. The patient was in stable condition.

Manufacturer narrative:
As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found external abrasion breaching the right ventricular cable lumen due to friction to the device can. The etfe coating was found abraded and metal exposed in this region. The cause of the reported events was isolated to external abrasion breaching the optim sheath, the lead body, and the etfe coating exposing the metal conductor caused by friction to the device can. Other damage noted is consistent with procedural damage. The reported event of externalized conductors was confirmed.